Event description:
Mother of patient stated that the v-go device fell off prior to the end of the 24 hour cycle. Mother of patient did not provide how long the v-go was worn before it fell off. Mother of patient stated the patient sweats while working as a mechanic.